Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip. No moisture damage was noted on the motor assembly or electronic assembly during the visual inspection.

Event description:
It was reported by the customer that the insulin pump was alarming button error. Customer stated they attempted to input carbohydrate amounts into the device but the keypad was unresponsive and alarmed short after. Advised customer to discontinue use of device and revert to back up plan. Customer stated they could not recall any significant events that led to the alarm or if the device was dropped, but may have been exposed to perspiration. Customer's blood glucose level was 107 mg/dl at time of reporting. Nothing further reported.